Manufacturer narrative:
The reported events of decreased sensing and high capture threshold were not confirmed. A complete lead was returned in one piece. Electrical testing, visual inspection and x-ray examination did not find any anomalies. All tines were intact and undamaged.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation it was noted that right-ventricular (rv) lead exhibited high capture threshold, r-wave amplitude variation and had dislodged which was confirmed via fluoroscopy imaging. Rv lead repositioning was attempted but not successful. As a resolution the rv lead was explanted and replaced. The patient condition was stable.